Event description:
Exposed for year, and during first trimester of pregnancy, rptr had menstrual bleeding for weeks at a time, chronic sore throats, eye irritation, headaches, itching skin and chest pain, rptr also bleed through pregnancy and had baby premature. Rptr's placenta broke through uterus and was connected to organs. Rptr had to have a hysterectomy, and a renal stent put in tube for 1 month, rptr lost so much blood rptr had to have high doses of iron, which left bruise like marks on thighs. Renalin cold seralint respiratory inhaler 2 to 3 hrs.